Event description:
A malfunction on the pump was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if any malfunction code appeared again, which the customer acknowledged and understood.